Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report will be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.

Event description:
Laparoscopic living-donor kidney transplant - "the pt was in shock when gelport was applied at the beginning of the surgery at (B)(6) hospital. The surgery was done without other complications. The cause of shock was not yet been determined if it was related to medication or gelport. The doctor asked if there were any other similar cases related to lubricant and gelport in the past."